Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the pump memory error was not determined. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# unknown implanted: explanted: product type programmer, physician product ID (B)(4) lot# serial# unknown implanted: explanted: product type software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 5m g/ml dilaudid at 0.6mg/day via an implantable infusion pump for spinal pain and failed back surgery syndrome. It was reported that a pump memory error occurred. The message showed on the programmer and it was stated that the pump went into stopped pump mode. There were not any unique environments. It was stated the patient was wearing an apple watch, had cell phone in pocket, and their laptop was close by. It was reported they were successfully able to program out of stopped pump mode, and update the pump to normal infusion mode. There were no symptoms reported. No further complications were anticipated/reported.